Event description:
The customer reported not receiving alarms on their obtv client. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported not receiving alarms on their obtv client. No patient harm was reported. The customer called back to report that a user had changed the computer name and that this had caused the problem. The customer had resolved this by the configuration of the obtv system to enable alarming at obtv. This user problem is adequately described in the device labeling (instructions for use/IFU) service manual. There was no malfunction. No further investigation or action is warranted.